Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump infused faster than programmed during therapy (dose and programmed amount unknown) at regions hospital. The device was programmed to deliver heparin at a rate of 1350units/hour and was found to infuse faster than programmed. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.